Event description:
It was reported by the affiliate that the (1) tsg45 was used during a video assisted thoracic surgery procedure. It was reported that the clips did not form normally and then separated from the tissue. The pt was given a blood transfusion and the case was completed with an ez45g and a zr45g. There was an extended or time of (40) forty minutes. 04/20/1999 add'l info rec'd: the event occurred on the first firing of the device. There was stapling across staple lines and no buttressing material was used. The pt lost 600 cc of blood as a result of the event. The pt is doing ok.